Event description:
It was reported that the patient is currently experiencing pain in his groin area. Patient also states that he has trouble putting on socks without assistance. Patient has had blood work, x-rays, and a MRI done. Patient is advised to have revision surgery. Patient states that since he had another surgical procedure recently, he will wait until the new year to schedule a date for the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.